Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving off no power alarm but did not first receive a low battery alert. Customer's blood glucose was 37 mg/dl. Customer treated low blood glucose with glucose tablets. Troubleshooting was performed and customer reported that reservoir was showing more insulin than what was showing on status screen. Customer was advised to monitor insulin pump and to call back is issue persisted.